Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned with the obturator cannula bent. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when opening a packaging the mandrel trocar was wrinkled. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: mandrel means cylindrical rod. The following information was requested, but unavailable: what does trocar was "wrinkled" mean? Was the obturator "wrinkled?" Was the trocar sleeve "wrinkled?" How was case completed?